Manufacturer narrative:
(B) (4). The ge service rep replaced the 24v lps 65m power. The system operates as intended.

Event description:
The customer reported that there was a ccd camera error or ccd voltage error in the system. No patient injury was reported.